Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of dilaudid for non-malignant pain due to failed back surgery syndrome. The health care professional contacted the MFR in 1999 and stated the pump had been explanted due to "underinfusion and intermittent beeping." The pump was returned to the MFR for analysis.